Event description:
It was reported that during a routine follow-up, the pulse generator was found in backup mode. The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis confirmed normal battery depletion.